Manufacturer narrative:
A getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and confirmed the reported issue. To resolve the issue the fse cleaned pcb connectors of the display and reconnected. All functional and safety tests were performed and passed to meet factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the display in the cs100 intra-aortic balloon pump (iabp) was malfunctioning. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during routine check, the display in the cs100 intra-aortic balloon pump (iabp) was malfunctioning. There was no patient involvement, and no adverse event reported.